Manufacturer narrative:
Attempts to obtain additional information were unsuccessfuly. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. As a result, a revision procedure was scheduled. No adverse patient effects were reported.

Manufacturer narrative:
It was indicated the device would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information was received that the device was explanted. No additional adverse patient effects were reported.